Event description:
There was no audible alarm. The customer support engineer verified that the alarm was intermittent. The cse inspected the device and replaced the audio alarm assembly. The unit passed extended self testing. This report is not an admission by co that theis device caused or contributed to the event alleged in this report.